Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had dropped her insulin pump several times within the past few weeks. Her blood glucose had been low since then. Her blood glucose at the time of incident was 38 mg/dl. The patient treated by turning off the insulin pump, eating food, and drinking sugar. Her blood glucose was 126 mg/dl at the time of call. During troubleshooting the device programming was accurate. The drive support cap appeared normal. There was no visible insulin pump damage. The device passed the self test. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.